Event description:
The customer reported that the patient appeared to be fighting the ventilator and was coughing violently. The ventilator stopped cycling as a result. The patient was not harmed or injured as a result of the event. The customer reported to have passed extended self testing.